Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and had poor communication on (B)(6) 2017. It was stated that the patient had attempted to start a charging session on their own but they could not get past the reposition antenna screen. It was stated that they contacted their manufacturing representative, but had not heard back from them yet. It was reported that the patient had not maintained the charge of their ins in while, as they did not like using their device during the winter since (B)(6) 2014. They stated that they had hashimoto of the thyroid and when it was super cold out and the patient used their stimulator, it would cause ¿all the hair on their legs to stand on end and it drove them nuts¿. They indicated that their last charging session was more than one to three months ago. They also indicated that they had experienced overdischarge before, about the same time this last year. The importance of maintaining the full charge of the ins was reviewed with the patient and explained if the patient had three overdischarges it would result in the need to have the ins replaced. The patient indicated that they understood. The patient was redirected to follow-up with a healthcare provider to regarding their suspected overdischarge. The patient also indicated that the reason for their call was because they could not get their device into MRI mode due to their suspected overdischarge. The patient stated that the reason for their MRI was not related to their device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.